Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life. Patient is bilateral

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(6) n for original complaint ¿ litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life. Patient is bilateral the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.